Manufacturer narrative:
The customer did not return an air dermatome device, for evaluation. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). This event was filed through the FDA's medwatch program under report (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during harvesting of graft from patient's left posterior thigh, the surgeon noticed that the device was skipping across the skin and did not allow for proper skin graft to be obtained. The device was taken off the field and replaced with another. A skin graft was taken from the right thigh without any issues. The dermatome was returned for re-calibration. No additional consequences have been reported as a result of this malfunction.